Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the balloon of a small volume intermate device. The device was reportedly compounded with "astronomam". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual inspection revealed a blue coil cap shaving approximately 4.70 mm in length located inside the housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.